Event description:
Patient had bravo ph capsule inserted due to esophageal reflux, heartburn, irritable bowel syndrome. The capsule normally passes through the system and is excreted. A patient returned for esophagogastroduodenscopy. At that time it was discovered that the bravo ph monitor was still present approximately 6 cm above ge junction. This was weeks after placement. The company was contacted and the physician was instructed to remove the probe by snare cauterization, which was done.